Manufacturer narrative:
H10: internal complaint reference: case-2024-00213106-1.

Event description:
It was reported that during an arthroscopy , the distal anchor of the healicoil was broken in the joint when passing the four sutures through the anchor and inserting through a cannula. All the pieces were removed. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor has broken at the internal threads. The top half was returned in a bag and he lower half of the distal anchor is still inside the insertion device. The distal plug and proximal anchor were returned on the insertion device with no visible defect. The suture threader was returned with no visible defect. The insertion device has no visible defect. A functional evaluation showed the black most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange larger knob will rotate and move the outer barrel as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis is required for raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.